Event description:
A physio-control service technician reported that a device being refurbished was not able to power on under ac or battery power. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power pcb assembly. Thereafter proper device operation was observed through functional and performance testing and the device was sent to the refurbishment pool. Physio-control further evaluated the removed power pcb assembly and found capacitor, designator c25 to be shorted. The shorted capacitor caused damage to the pcb which prevented the device from powering on.